Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 33x3.0mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, the balloon ruptured upon inflation. The device was completely removed and the procedure was completed with another for the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 33x3.0mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, the balloon ruptured upon inflation. The device was completely removed and the procedure was completed with another for the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed a longitudinal tear 5mm from the tip. There is blood present in the guidewire lumen and in the hub. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.